Manufacturer narrative:
Device history review was completed on the reported lot v1s207. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned due to which a root cause could not be determined. We will continue to monitor complaint trends.

Event description:
Customer reported the instant hot pack single use started to leak as nurse activated the hot pack. Nurse was wearing gloves, no physical contact with product to skin, no injury.